Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead was hospitalized. Consult transmission showed atrial loss of capture (loc). The patient complained of unspecified symptoms with rv pacing, however upon examination it was determined the patient was likely feeling the atrial loc and loss of av synchrony. Subsequently, atrial output was increased. This ra remains in service. No additional adverse patient effects were reported.